Event description:
It was reported by the surgeon to sales that an edwards mitral bioprosthetic valve had failed and was explanted after an implant duration of approximately 5 years. The specific reason for explant has not been provided. Follow up for additional information is ongoing.

Manufacturer narrative:
At the time of initial report, it was learned that the hospital will not release the valve to edwards for evaluation. Moreover, no additional information and patient medical records were provided. Therefore, without additional information and/or device evaluation, the root cause of the reported valve failure cannot be assessed or determined at this time. Bioprosthetic valve failure can be due to multiple mechanisms. Additional information will be reported if provided.